Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 12/10/2023, the patient was experiencing vomiting. The patient¿s cgm was reading 71 mg/dl. No bg meter comparison was done at this time. The patient was also wearing an omnipod insulin pump. The patient¿s parent took him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and an insulin drip. The patient was flown by helicopter to a children¿s hospital for admission. No other bg/cgm comparison values were provided for this event. The patient was stable but still in the picu at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.